Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported thrombosis issue as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed erosion. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately one year and four days later post port placement procedure for chemotherapy treatment for lung cancer, the patient allegedly developed erosion and pain at port site. It was further reported that the port was removed and new port has been implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege that the patient underwent clearvue slim port placement on the right chest wall. Catheter tip location was fluoroscopically verified, and a permanent image was stored. Therefore, the investigation is inconclusive for the reported port erosion issue as no evidence of the reported erosion was mentioned in the provided medical record. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.